Event description:
It was reported during in clinic follow up that the pacemaker was in backup mode for unknown reason. The device was reprogrammed successfully and remains implanted. The patient was asymptomatic and stable.